Event description:
Trunk ipsilateral and contralateral leg excluder bifurcated endoprostheses were successfully deployed. Challenges were faced as the physician attempted to deploy the iliac extender. (This pt. Had received bilateral bare stents several years ago; physician was aware of this and knew in advance that the pt had challenging anatomy) the bare stents were located at the bifurcation of the right common iliac artery and the right external iliac artery. The physician successfully deployed the iliac extender. Angio used and die detected at juncture of the common iliac and the external iliac. The pt became hypotensive as blood pressure dropped to 50. The surgeon then performed a laparotomy and confirmed that a transection of the right iliac artery occurred. He placed a clamp to control the bleeding and then ligated the excluder bifurcated endoprosthesis limb on the right side and performed a femoral-femoral crossover to perfuse the pt's right limb. During this procedure 3800cc of blood were lost to cell saver; 1855 cc of blood were returned to the pt from cell saver and 10 units of blood bank blood were administered. The physician believes that the transection occurred when he pulled back on the 18fr sheath which pulled on the bare metal stent. The pt expired three days postop.